Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "last week on thursday (B)(6) during surgery when doing a anatomic global icon, when using the drill on the metaglene guide pin dia 2.5 mm [product code removed], the pin got damaged as seen on pictures. It was even a bit of metal on the drill shaft after extracting it from the glenoid. The metal was very thin, like the drill had shaved of a bit of the guid pine as seen on pictures. The item has been thrown in trash." The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that 230787004, metaglene guide pin dia 2.5mm had scratches and nicks along the device's body. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the metaglene guide pin dia 2.5mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code (230787004) lot number (5620321), and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery when doing an anatomic global icon, when using the drill on the metaglene guide pin dia 2.5 mm, the pin got damaged as seen on pictures. It was even a bit of metal on the drill shaft after extracting it from the glenoid. The metal was very thin, like the drill had shaved of a bit of the guide pin as seen on pictures.